Event description:
Procedure type: laparoscopic esophagectomy. According to the reporter: the anvil was connected to the device and fired successfully. The surgeon states he only turned black knob 2 full turns and listened for the click. The device was removed and the surgeon found that the anvil had detached. The surgeon had to open the pt to manually retrieve the anvil. Donuts appeared intact and anastomosis was leak tested and appeared ok. The procedure completed. No add'l blood loss occurred. Operative time was extended 1 hour due to the issue. Pt outcome: after 24 hours there were no further problems with pt.

Manufacturer narrative:
(B)(4).